Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the camera pedal was permanently activated so the arm would not respond. The fse replaced the footrest to resolve the issue. The system was tested and verified as ready for use. Isi has not received the footrest for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system sl0612 was used on (B)(6) 2022 for a benign hysterectomy surgical procedure. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to no control of instrument arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer could not control the instrument arms. There was no error message and no significant errors in the system logs. The site did the following troubleshooting steps, but was not able to resolve the issue: pressing the emergency-stop button, rebooted the system, cycled the subsystem¿s circuit breakers, pressing the emergency power off (epo) button, started the surgeon side console (ssc) in stand-alone mode, replaced the camera, rebooted the system with a new initialization, installed new drapes, swapped to another user preset, and installed the camera on another arm. The procedure was converted to laparoscopic surgery with no reported injury. On 16-jun-2022, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained additional information. The procedure was converted to laparoscopic surgery because there was no reaction from the da vinci system. The laparoscopic surgery was longer than expected due to troubleshooting of the error, reorganization of the operating room, and slower progress of laparoscopic surgery. There was no injury to the patient. The system was checked prior to use. The procedure was in progress for fifteen minutes when the problem occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the footrest involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The footrest was installed and tested without any issues. A test with the pedal to instrument swap and monopolar and bipolar worked well. All the buttons on the foot switch worked normally and ten power cycles performed without any issues. However, the camera foot pedal was loose.

Event description:
Refer to h10/h11 for follow-up information.